Event description:
When this side-cutting bur was being used to remove the bone flap during a craniotomy, the top portion about 2 cm of the bur broke off and flew out of view. The remaining piece was removed from the midas rex attachment and replaced, and the craniotomy proceeded uneventfully. The missing part of the bur could not be found after searching the field and the surrounding floor, so during the case, c arm was called into the room. The broken piece was located in the operative field by c arm visualization.